Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Customer's blood glucose (bg) was 97 mg/dl. Customer consumed carbohydrates to keep bg from going low. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. During follow up, customer's blood glucose was 116 mg/dl.